Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Analysis found abrasion on the outer insulation at 15.5 cm from the connector pin. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
This report is to advise of an event observed during analysis.